Event description:
It was reported that the patient expired due to "progression of disease"; "pre-existing condition, worsening or exacerbation". The patient presented to the clinic for a pump refill on (B)(6) 2012. The patient was in "acute distress and actively dying, pale in pallor, breathing is sporadic, uncoordinated, he had tachycardia due to disease progression". Disease was not specified. The reporter indicated that the patient's death was not related to device or therapy. No diagnostics or interventions were undertaken. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 899.9mcg/day.

Event description:
Additional information was received. It was reported that the patient passed away at home, per request, from the progression of his disease.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)